Event description:
On the event date, the patient's daughter reported the patient's blood glucose readings were in the 500's mg/dl at 2am this morning. The patient's normal range is around 140 mg/dl. Symptoms were feeling sick and disoriented. She said the patient could see several air bubbles in the tubing and did not know how to prime the air out. She continued to see air bubbles in the tubing through the night, and then asked her daughter to call for assistance in priming them out. They were assisted in priming out the air bubbles. On follow up with the patient eight days later, she stated her readings have returned to her normal range. She stated she is normally able to prime the air bubbles out on her own but was not feeling well that day. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.